Event description:
It was reported that the customer received a no delivery alarm while treating his high blood glucose of 400 mg/dl. The customer then treated with manual injection. Troubleshooting was performed. Insulin did exit during a fixed prime. The infusion set cannula was found not be bent. It was found the insertion site may have been occluded. After the customer was rewinding the pump, it began to make a high-pitched sound but this issue went away. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.